Event description:
A cartridge change error was reported with the pump, and the customer's blood glucose level exceeded the normal range, displaying as "high." The customer addressed the high blood glucose by administering a correction injection manually. Following this, the customer was instructed by technical support to examine and clean specific parts of the pump, but attempts to reload the cartridge onto the pump were unsuccessful. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.